Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing near the luer lock. During troubleshooting with tandem's technical support, the user disconnected and reconnected the luer lock connection to ensure a secure connection. The user primed the tubing and successfully removed the air bubbles. The user's blood glucose level was 165 mg/dl and the user resumed insulin delivery.